Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2017 customer returned pump for an alleged issue with no delivery alarm. Pump passed seat, rewind and basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No delivery alarm during testing. The test p-cap/reservoir does lock into place. Pump history download using thds was successful unable to confirm reported event date and to verify no delivery alarm due to a47 alarms found on the history file which caused corrupted data. A47 alarms are due to the pump not having power for a long period of time. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. The following were noted during visual inspection: cracked reservoir tube lip. Pump passed all required testing. No unexpected no delivery alarm during testing. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.